Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient mentioned they have an ins and another manufacturing company device and "they're both kind of messed up right now." The patient then described experiencing stimulation in the wrong location. Maybe six months ago, they were getting different sensation in their crotch area. They said "it started in the wrong location" and "I hated it." The patient "didn't mind it in my back, but it felt like I had a stitch" when stimulation was in their crotch. They went back to their healthcare provider (hcp) who helped them change stimulation because they knew how to increase/decrease, but didn't know how to switch where they were feeling stimulation. The patient then said stimulation moved to a different location on a low setting "like 1.0 or something, then within a couple weeks, it started zapping in my crotch again." Furthermore, they said "I don't like that so I went in today for an x-ray to see if they could tell if the wire moved or something" and then said they, "may just get botox in the meantime until they can figure the stimulation out." They are currently working with their hcp to resolve the stimulation issue as mentioned. No further patient complications have been reported as a result of this event.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device ¿does not really work for their bladder anymore but she still has it¿. The patient was to see their healthcare professional (hcp). Additional information was received from the patient on (B)(6) 2021. They reported that about a year after implant they noticed that their symptoms had started to return. The patient reported that they had also noticed stimulation in a different spot and they also reported that they had started getting botox for bladder. The patient reported that it was thought that the ¿lead migrated,¿ because 2 out of the 3 ¿areas¿ on the lead were not working properly. The patient noted that they thought that the device was dead because they recently saw a health care professional (hcp) provider who had told them that it had been ¿on its last leg.¿ additional information was received from the patient on (B)(6) 2021. They reported that their programmer was stolen and reported they thought their ¿ins may be past it¿s limit¿ because they¿ve been having ¿problems for the past two years.¿ longevity was reviewed with the patient and they were redirected to their health care professional (hcp) to check their implant status. The patient reported that ¿sometimes it would just shut off for no reason.¿ patient services was not able to get further clarification on this statement. The patient reiterated again that for the past couple years they¿ve thought the lead was migrated and the patient didn¿t like the location of where it was ¿zapping.¿ the patient clarified ¿zapping¿ as the vibration of stim.) The patient stated it would vibrate in their back-end at the beginning (they clarified this to be normal area of stimulation,) and then the patient stated when this wouldn¿t work as well anymore, so the hcp would change it and sometimes it would ¿zap in the middle of my crotch,¿ and the patient wouldn¿t have the stimulation high due to this. The patient mentioned again getting botox put in their bladder and noted they couldn¿t tell if it was working or not and thought it still may be helping their bowels but they were not sure. The patient mentioned again they were going for a stereotactic core breast biopsy (not alleged to be related to the device/therapy,) on monday and the patient was concerned about being able to turn their stimulation off for this since they had lost their programmer. The patient was redirected to their health care professional (hcp) to discuss their issues/check their implant. The role of a manufacturer representative (rep) and the process to contact them was also discussed with the patient. The patient was also provided with the national answering service phone number for the health care professional (hcp) if the hcp needed it. The patient confirmed that this was all a continuation of the event reported in this case. The patient called again on (B)(6) 2021, mentioning again their biopsy on (B)(6) 2021 and they inquired about checking the status of their implant as the programmer had been stolen. The patient stated they did not have a managing hcp so patient service sent hcp listings to the patient. The patient stated that they had the device for bladder and bowel. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 3889-28 lot# va0tu0l implanted: (B)(6) 2015 product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. B3: disregard prior event date sent. Given the patient stated the issues began "about a year after implant," event date could not be specified, even to the year. H6: please disregard device code sent in prior report, c63093 as it no longer applies to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.